Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 29 mmol/l. Customer treated for their high blood glucose with insulin pen. Customer current blood glucose was 9 mmol/l. The customer stated that insulin pump failed high pressure test. Customer using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged possible under delivery on 12/02/2020. The unit p-cap / test reservoir locks in place properly. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, dat and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected under delivery anomaly noted during testing. Successfully downloaded history files and traces using thus. The pump uploaded to carelink and generated summary reports without any errors. However, no data available for the event date found in history download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Also found on (B)(6) 2021 11:12:04.000 normalbolusdelivered. Normalbolusamountprogrammed = 0.35 bolusamountdelivered = 0.35, (B)(6) 2021 13:17:13.000 normalbolusdelivered, normalbolusamountprogrammed = 0.725 bolusamountdelivered = 0.725, (B)(6) 2021 02:44:51.000 normalbolusdelivered, normalbolusamountprogrammed = 0.25 bolusamountdelivered = 0.25. In summary, the pump passed all functional testing. Customer alleged possible under delivery not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.